Event description:
It was reported that a malfunction occurred on a pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received assistance from technical support to reset the pump, and corrective information was provided for future reference.